Manufacturer narrative:
A field service engineer (fse) was at customer site to address the reported event. The fse was able to confirm the issue by reviewing the error log and finding entries of bf cover open. The error was reproduced by trying to do a daily check and getting the bf cover open error message. The issue was resolved by adjusting the locking mechanism/sensor for bf door. Powered down analyzer, pressed bf open button and was able to open bf door. The fse repeated these steps several times with no error. No further action required by field service. The aia-900 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 14jul2019 through aware date (B)(6) 2019. There were no other similar complaints identified during the review period. The aia-900 operator's manual under section 12 flags and error messages states the following: 0013 - bf unit cover open cause: a b/f unit cover "open" status was detected during operation, so the equipment is in standby. Action: close the b/f unit cover. Operation will resume. The probable cause of the reported event was due to the locking mechanism/sensor for bf door requiring adjustment.

Event description:
A customer reported getting error message 0013 - bf unit cover open on the aia-900 instrument. However, the cover appeared to be completely closed at the time. The customer tried re-booting the instrument with no help. The technical support specialist (tss) had the customer try to open the bf unit cover but it would not release to allow for opening. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of creatine kinase mb isoenzyme (ck-mb) and cardiac troponin I (ctnl 2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from (B)(6) 2018 through aware date (B)(6) 2019. There were no other similar complaints identified during the review period. An update was made to correct a typo in the previously filed MDR on the 13-month review statement.